Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, menorrhagia, vaginal infection, vaginal discharge, fatigue and weight increased had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain chronic, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), gen. Abnormal bleed, vag. Infect, vag. Discharge, fatigue and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Imaging procedure on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: events per pfs: pelvic pain, abdominal pain chronic, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), gen. Abnormal bleed, psych injury, vag. Infect, vag. Discharge, fatigue and weight gain were added. Essure implant and explant date were added. Outcome for events pelvic pain, abdominal pain chronic, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), gen. Abnormal bleed, vag. Infect, vag. Discharge, fatigue and weight gain were resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial infection, anemia, venereal disease nos, vaginitis, vulvovaginitis, hot flashes, night sweats, vaginal odor, perineal pain, vitamin d deficiency, oligomenorrhea, thrombosis nos and abdominoplasty. Concomitant products included ethinylestradiol;ferrous fumarate; norethisterone acetate (junel fe) from (B)(6) 2018 to (B)(6) 2018, ethinylestradiol;ferrous fumarate; norethisterone acetate (microgestin fe) from (B)(6) 2018 to (B)(6) 2018, ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2014 to (B)(6) 2015, nsaids since (B)(6) 2015, paracetamol (acetaminophen) since (B)(6) 2015 and terbinafine from (B)(6) 2014 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression"), fatigue ("fatigue"), anxiety ("mental anguish") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain/abdominal area"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vag. Infect") and vaginal discharge ("vag. Discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the endometritis, female sexual dysfunction, dysmenorrhoea, depression, anxiety and migraine outcome was unknown, the genital haemorrhage, vaginal infection, vaginal discharge, fatigue and weight increased had resolved and the pelvic pain, abdominal pain, dyspareunia, menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain chronic, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), gen. Abnormal bleed, vag. Infect, vag. Discharge, fatigue and weight gain. The device was noted to be in good position with 4 trailing coils on the r side. The opposite tubal ostium was treated in a similar fashion with 4 trailing coils on the l side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram on an unknown date: essure device was successfully occluded; on (B)(6) 2015: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: fatigue, pelvic area, abdominal pain, abnormal bleeding, vaginal discharge, dyspareunia, dysmenorrhea and menorrhagia. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: endometritis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs and mr received- new events-" abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), mental anguish, migraines / headaches,chronic endometritis and dysmenorrhea (cramping)", reporter and patient demography, medical history and concomitant drug were added. Psych injury was updated to depression. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.